Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was reported that the shocking originated at the impl antable neurostimulator (ins) site and went down their arm area into their chest. It was reported that a physician had two patient's experiencing this and one patient had this occurring more frequently than the other. There was no information provided distinguishing one patient from the other. It was unknown if the shocking was related to movement or if it could be re-created. It was noted that there was no other therapy issues. It was unknown how long this had been going on, but the caller thought it had been "a couple of months". It was noted that both patients had "old extension connectors". It was reported that impedances were normal. Additional information received reported that the reporter spoke with the physician who was continuing to troubleshoot with the patient to make sure it was an ongoing problem. No additional information was received.

Manufacturer narrative:
Product ID: 7482, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).